Manufacturer narrative:
A steris service technician arrived onsite to inspect the amsco 600 sterilizer and found that the sight glass on the unit's steam generator had cracked allowing water to leak out of the unit. The technician replaced the sight glass, tested the unit, confirmed it to be operating according to specification, and returned it to service. No additional issues have been reported.

Event description:
The user facility reported that water was leaking from their amsco 600 sterilizer. No report of injury or procedure delay.